Manufacturer narrative:
No patient involvement. On 8/15/2016 a medtronic field service engineer went to the site and found the ias (image acquisition system) would not boot. System booting message displayed on the pendant. Ias software corrupt. He reloaded 3.2 software on ias computer and performed a system check. O-arm was fully operational. This issue has been logged in a medtronic software anomaly database for trending and monitoring.

Event description:
A medtronic representative reported that the o-arm is stuck in "system booting please wait." Rebooted multiple times with no change. No patient present, prior to a case.